Manufacturer narrative:
The insulin pump passed prime/ compromised force sensor, excessive no delivery alarm and displacement test. No excessive no delivery alarm. The pump was received with intermittent button response due to moisture damage keypad trace.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 209 mg/dl. The customer states the numbers are not ramping on their own. However there is no response from the up and down arrow. The alarm history was reviewed and noted two no delivery alarm. The customer states the cause of the no delivery alarms was no more insulin and during bolus. The customer removed the battery and replaced it with a new one. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.